Event description:
It was reported that leakage occurred. On the morning of (B)(6) 2026, while preparing to flush a patient's indwelling needle, it was discovered that the product contained scattered liquid within the packaging bag without pressure release. Use was immediately discontinued, and a new product was substituted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.